Manufacturer narrative:
A follow-up visit was made to hospital pitie salpetriere by an edwards physician. The case was discussed with the anesthesiologist in charge of this patient. The (B)(6)-year old lady with no medical history had a CT performed for recurrent headaches. A right cerebral artery (rca) intracranial aneurysm was discovered. An interventional approach with endovascular treatment with balloon expandable stent was determined to be the best course of treatment for the patient. In order to prevent stent thromboembolic complication, the patient received a dual antiplatelet therapy pre-operatively, acetyl-salicylic acid and ticagrelor. The patient also received an intravenous heparin bolus followed by heparin infusion. The surgery was conducted under general anesthesia. During the preparation of the patient, a dpt was put in place. In parallel, an edwards sales rep was performing a demonstration of the clear sight device, which was installed on the opposite arm. The devices displayed different values, dpt with low blood pressure while clear sight displayed higher blood pressure (100 mmhg vs 200 mmhg sbp). Both devices were correctly placed. All connections were checked and tightened for dpt and clear sight. No other troubleshooting done. They also tried to measure the bp using a non-invasive oscillometric bp monitor (dynamap), but this device was not able to perform any bp measurements. Considering the normal arterial waveform displayed on the monitor and that the device is intra-arterial, the clinician decided to refer to this device to manage the patient, and not to the clearsight, which is a non-invasive device used in this context as a demo. In addition, high-pressure values were not expected in this context. The patient was then treated according to the low blood pressure measurements (90 mmhg mean sbp displayed) using phenylephrine then noradrenaline. The intervention went well, with stent in place. In the recovery room, the anesthesiologist decided to replace the dpt as a left hemiplegia was diagnosed and he suspected abnormal values. As soon as the device was changed, the pressure displayed higher values, from 100 mmhg sbp to 200 mmhg sbp, similar to the values displayed by the clear sight device which was still in place. Due to the left hemiplegia observed, a CT scan was immediately performed and ruled out cerebral hemorrhage. However, a MRI performed few hours later showed multiple ischemia. Few hours later, cerebral edema developed with subsequent cerebral herniation. Surgical decompression could not be done due to the current antiplatelet and anticoagulant therapy and the patient passed away few hours later. The cerebral complication was considered related to an ischemia / hyperperfusion syndrome, that is a rare but known complication that can occur after arterial angioplasty and stenting. It designates the development of cerebral damage as a result of rapidly increased cerebral blood flow in excess of that required to meet metabolic demands. However, they cannot exclude that high blood pressure induced by noradrenalin and phenylephrine consecutive to dpt malfunction may have contributed to this syndrome.

Manufacturer narrative:
The device was discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. A lot number was not provided therefore a review of the manufacturing records could not be performed. It is stated in the IFU that poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on a monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. It is common clinical practice to verity pressure values with a non-invasive blood pressure cuff (nibp). It is unable to be ascertained if user or procedural factors were a contributing factor in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a neurosurgery procedure for an aneurysm on a (B)(6)-year-old female, a disposable pressure transducer (dpt) provided lower than expected arterial line blood pressure values. The waveform was considered ¿normal¿ by the clinician. The clearsight non-invasive monitoring system was being demonstrated by the sales rep during this procedure. Consequently, the values of the clearsight system and dpt were being compared for arterial pressure. The clearsight systolic value was an average of 200mmhg. The dpt displayed a systolic pressure of 60-100mmhg. The placement of the arterial line was verified and the connections of the dpt were tightened. The clinician attempted to verify the patient¿s blood pressure reading with a nibp but could not find one that worked. The decision was made to use the arterial line values for patient treatment decisions with included medications to increase the patient¿s blood pressure. Post-surgery, the clinician decided to change out the dpt for a new one. The reason for this change-out is unknown. Upon doing so, it was noted that the new arterial line blood pressure reading correlated with the clearsight value. Both values indicated that the patient was hypertensive. During the night, the patient died. According to the clinician, the cause of death was multifactorial but the hypertensive incident could not be ruled out as a contributing factor. Information, such as comorbidities, has not been able to be obtained at this time but additional attempts are being made. The dpt was discarded at the hospital.